Event description:
A cook endoscopy cotton-leung biliary stent migrated up into the biliary duct. A stone extraction balloon was used to pull the stent down into the common bile duct. Forceps were used, during an unsuccessful attempt to remove the stent. A second stent was placed to facilitate drainage. An injury to the patient was not reported.